Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: a review of the black box showed there were no sudden drops prior to the reported temperature complaint. The pump electrical current draws were within specifications. No evidence of moisture was found in the battery compartment or internally. The power flex components were inspected and no defects were found. The returned battery had a shrunken label.